Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 116 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.